Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use from (B)(6) 2024. The infusion set was used for 24 hours or less no further information available.